Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed a blade stall error and overheating of the housing. Further evaluation revealed the drive fork was stiff when rotated. The root cause was associated with a short circuit in the power cord. Factors that could have contributed to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. Several corrective actions were taken to reduce the occurrence of this failure. No further actions are required at this time.

Event description:
It was reported that during set up, a mdu went on and off by itself. No surgical delay was reported. There was no patient involvement.